Manufacturer narrative:
Continuation of d10: product ID a820 product type software. Product ID tm90t0 (B)(6) product type accessory. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver unknown morphine. It was reported that the patient's communicator was not working. The patient charged it several times and overnight, but the blue light just kept flashing and would not communicate. When patient services inquired about the event date, the patient stated "it hasn't been doing it for a couple days" and then mentioned that they were in florida for 2 months and just came back the previous night and "for like the last 3 days" it hadn't been working. The patient saw a "not found" message on the screen. Patient services assisted the patient in resetting the communicator, but the "retry" message did notresolve. Patient services had the patient tap "switch communicator" but the patient then saw service code 389, indicating that the communication manager was not started correctly. Patient services conference healthcare information technology (hcit), who assisted the patient in force stopping communication manager and restarting the myptm application and the patient was then able to successfully connect to their pump and request/receive a bolus. The patient mentioned that, at 90% "you have to wait a few minutes and then it will say information received", in reference to connecting to the pump and then requesting the bolus and the patient connected well without issue. Troubleshooting steps that were taken on the call resolved the issue. Additional information was provided from a consumer (con) stated that they were not aware of any changes. The patient was traveling from florida to wisconsin. The communicator was not working properly. The technician advised the patient to reset the handset but not sure how it is working after that. The logs were requested but the patient did not respond to the request.